Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the tower was failed. A field service engineer (fse) identified that the medcart port on the communication sled was bad. Fse switched the port, but the issue remained unresolved. Fse then replaced the communication sled to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.